Manufacturer narrative:
A device history record review was conducted. According to the device history record reviews, one of the component lots was reprocessed for an anomaly that did not contribute to the customer complaint. No further anomalies were identified. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. A complaint lot history examination indicates there was one other complaint for the reported issue. One probe was returned for evaluation. The sample was visually inspected using 25x magnification and deemed conforming. Actuation testing were performed and deemed conforming. Cut and aspirating testing was performed and deemed conforming. The complaint evaluation does not confirm the probe had a performance malfunction. The probe was manufactured and functioned to specification. The root causes for the complaint issues are unknown because the returned sample was conforming to specification. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the probe had poor actuation, cutting and aspiration during a vitreoretinal procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. Additional information and product sample have been requested.